Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was unable to inflate pressure into the cuff. The pressure gauze does not show pressure reading due to a leak. A second device was used and the pressure decreased after blowing the air for just a few minutes. The event occurred while in use with patient. The issue was resolved by using a new one. There was patient involvement, and no patient harm/adverse event reported. Total 2 devices were affected.

Manufacturer narrative:
D9: 1/16/2025. G1: corrected. H6: evaluation codes updated. Device evaluation: two samples of two different lot numbers were received for evaluation. Samples were visually and functionally tested and both were found to be leaking, confirming the customer reported complaint. The cause of the leak was found to be from the manufacturing process of solvent bonding of tubing to luer connection. No adverse trends have been identified related to these reported issues. No corrective actions are planned at this time. No causes or potential causes for the customer's reported problem were found during the DHR reviews.